Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the philips intellivue information center (piic) classic central monitor intermittently failed to report / record alarms the device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
H10: after further investigation this complaint was deemed no longer a reportable event with philips. The investigation clarified that the issue was with recording the alarm and not a failure to alarm.

Event description:
The customer reported that the philips intellivue information center (piic) classic central monitor intermittently failed to report / record alarms. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.